Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0rqwl, implanted: (B)(6) 2015, product type: lead, product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking sensation. No falls or trauma was related to this issue. The shocking occurred while the patient was walking through the theft detector at stages department store. The shocking stopped once she was outside the theft detector. The symptom was located at the paresthesia area. This was a sudden change in therapy/ symptoms. The shocking was very temporary and specific to the theft detector. Stimulation was on when she walked through. No further information was provided.